Event description:
It was reported that a 57-year-old caucasian female patient underwent a primary breast augmentation surgery with a 475cc mentor smooth round spectrum saline breast implant. Post-operatively, the patient experienced a deflation on the left side, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a 460cc mentor smooth round high profile saline breast implant on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 02, 2022, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the posterior view and a tear was found within it, measuring approximately 0.1 cm. Additionally, eight (8) tears were found, four (4) on the anterior view and four (4) on the posterior view, measuring between 0.5 cm - 0.2 cm. A microscopic examination was performed on the edges of the eight (8) ruptures, and parallel striations were found in the whole area of all tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The evaluation determined that the cause of the tear within the shell abrasion is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses on the device. Based on the information currently available, a microscopic examination of the eight (8) ruptures indicates that the implant could have been damaged during or after implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Manufacturer's reference number: (B)(4).